Manufacturer narrative:
The reported events of oversensing noise and insulation breach were not confirmed. As received, a partial connector portion of the lead was returned. Electrical and visual inspection did not find any anomalies except for damages consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for laser lead extraction procedure on (B)(6) 2021. Upon examination of right atrial (ra) lead, it was noted that there was intermittent noise which caused inappropriate mode switch episodes. During ra lead extraction procedure, physician noted insulation breach near the distal portion of the pin. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.